Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported there was an impedance spike to high undefined impedance and oversensing and noise on the ra lead. It was noted the ra was occluded and a right sided implant was required. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: product ID dtbb1d1 ICD, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there were high thresholds, high impedance and undersensing on the right atrial (ra) lead. The lead was capped and replaced. No patient complications have been reported as a result of this event.